Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers and cubies failed and were unable to recover. A field service engineer (fse) resolved a station-wide firewall failure by sending a package to edit firewall, rebooting devices, and confirmed functionality with the user. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had all drawers and cubies failed and was unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.